Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
Device testing revealed abnormal results. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The recipient reportedly presented with poor performance and open electrodes. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. A review of the device history record was performed at the requested of the nca and no anomalies were noted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The device passed the external visual inspection and the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. The reported complaint of open circuits could not be verified during this analysis. This device passed all of the tests performed. This older device configuration is not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.